Manufacturer narrative:
If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that while performing a total knee procedure, the extramedullary tibia alignment tower broke during use. Both pieces retrieved, given to materials coordinator. Dr aware, no harm to pt. Instrument removed from sterile field and given to materials coordinator.